Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 340 mg/dl at the time of incident and current blood glucose level was 402 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level. However, customer was treated with insulin pump. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was not calling back to perform a high pressure test. The customer did not allege insulin pump was under delivering. Customer also reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 340 mg/dl and the sensor glucose was 50 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 340 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl and 220 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis and the sensor will be returned for analysis.